Event description:
The reported stated the surgeon inserted an aa4204vf silicone plate lens but the lens was removed due to the surgeon changing his mind. The surgeon did not like the way the lens sat in the eye. The lens was cut to remove and there was no pt injury, no enlarged incision or sutures. The surgeon felt the lens had not been loaded properly.